Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a small tear in the venous return line. It was caught before patient lost blood, returned blood, and new lines were put on the machine one hour into the patient¿s hemodialysis (hd) treatment. Upon follow up, it was confirmed there were no alarms. Confirmed that the blood leak was external. The blood leak was visually observed as blood droplets were noted on the lip of the machine. The blood leak came from a tear in the tubing itself on the venous line. There were no loose connections. There was no patient injury or medical intervention required as a result of this event. There was no defect or damage seen until blood droplets were seen and then the lines were examined and the break in the venous line was noted. The patient¿s blood loss was noted to be <50ml as it was caught immediately. The patient¿s treatment was completed on the same machine with new lines and dialyzer. The sample is available to be returned for examination.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility reported a small tear in the venous return line. It was caught before patient lost blood, returned blood, and new lines were put on the machine one hour into the patient¿s hemodialysis (hd) treatment. Upon follow up, it was confirmed there were no alarms. Confirmed that the blood leak was external. The blood leak was visually observed as blood droplets were noted on the lip of the machine. The blood leak came from a tear in the tubing itself on the venous line. There were no loose connections. There was no patient injury or medical intervention required as a result of this event. There was no defect or damage seen until blood droplets were seen and then the lines were examined and the break in the venous line was noted. The patient¿s blood loss was noted to be <50ml as it was caught immediately. The patient¿s treatment was completed on the same machine with new lines and dialyzer. The sample is available to be returned for examination.